Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6), 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history could not confirm the alleged surgery dates. Further review of invoice history suggests an initial right hip arthroplasty was performed on (B)(6), 2007 and the initial left hip arthroplasty was performed on (B)(6), 2009. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2014-05509 / 05512).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis. A review of invoice history could not confirm the alleged surgery dates. Further review of invoice history suggests an initial right hip arthroplasty was performed on (B)(6) 2007 and the initial left hip arthroplasty was performed on (B)(6) 2009. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2011 due to pain and a loose acetabular cup. Operative report noted the presence of metallosis, anterior and medial bone defect, and a fractured pelvis. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's acetabular system and a biomet head. No revision has been reported for the right hip.